Manufacturer narrative:
(B)(4). The device was not identified or returned to baxter for evaluation. Therefore, an evaluation could not be completed. If the device is identified and returned, an evaluation will be completed and a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump delivered at a lower rate or volume than programmed (under infusion) during alteplase therapy in the stroke unit care area (programmed amount and delivery rate unknown). The customer reported the "alteplase infusions are finishing in less than the 1 hour they expected for acute stroke patients when using the loading dose feature". The customer also stated that they do not believe that any patients have suffered adverse sequelae as a result of under-dosing and have re-instructed their staff to program the vtbi (volume to be infused) with both the loading dose volume and remaining volume included. As a result, they are ignoring the time of infusion that appears on the screen following initial programming as it overestimates the true time of infusion. All the information regarding the patient and event reported to baxter by the customer has been reflected in this report.